Event description:
It was reported that a patient presented with dislodgement noted on both the right atrial and right ventricular leads. This resulted in loss of capture on the right ventricular lead and p wave amplitude variation and high capture thresholds on the atrial lead. The dislodgement was confirmed via x-ray. The leads were explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with dislodgement noted on both the right atrial and right ventricular leads. This resulted in loss of capture on the right ventricular lead and po wave amplitude variation and high capture thresholds on the atrial lead. The leads were explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events were dislodgment, inadequate capture, and p wave amplitude. As received, a complete lead was returned with the helix retracted and covered with blood. X-ray examination of the lead noted the inner coil was slightly over torqued at the connector pin region. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted despite the slight over torqued of the inner coil. The full helix extension length was measured within specification. The reported events of inadequate capture, and p wave amplitude were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.